Manufacturer narrative:
(B) (4) method - work order search. Results: a work order search was performed and there was one similar complaint found. (B) (4).

Event description:
It was reported that the surgeon inserted a micl12.1 implantable collamer lens on (B) (6) 2008. The pt post-treatment f/u form at 24 months indicated "loss of vision due to the development of a cataract and poor night vision-halo effect". The surgeon confirmed that the cataract was noted (B) (6) 2009, and the problem is ongoing. Post operative v/a 20/25. Surgeon noted that the cataract will eventually have to be removed.